Event description:
It was reported that the patient has expired after an implant duration of approximately 0.33 months. Through follow-up with the heatlh-care provider, a response was received. The cause of death was noted as: tamponade, hemorrhage and cardiac arrest. No other details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via email), the cause of death was learned. The operative report was also requested. Unfortunately, it is only available in french. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.